Manufacturer narrative:
No adhesive anomaly could be confirmed because the sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported her sensor did not sick to her skin and came out off her body and insulin pump alarmed los sensor. During troubleshooting it was noted that the paper tape was still on the back of sticking section. No issues mentioned related to the enlite overtape. Blood glucose is over 200mg/dl and customer states, she did not experience high blood glucose. Nothing further reported.